Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient recently fell from a bicycle and has no access to sound. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also the reported accident might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient fell from a bicycle and subsequently had no access to sound.